Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was noticed broken when the harvester was extending it to test for freedom of movement. It did not come in contact with the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Traces of blood were evident on the entire device from the handle to the tip of the c-ring. It was observed that the c-ring was transected longitudinally between the flanking curved sections. The broken c-ring remained attached to the cannula due to the presence of a retention rib and the scope wash tubing. Microscopic inspection showed melted c-ring cut edges. The blue toggle on the cannula handle and the co2 tubing were intact. Based on the returned condition of the device and the evaluation results, the reported failure mode "break, c-ring " was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was noticed broken when the harvester was extending it to test for freedom of movement. It did not come in contact with the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.